Event description:
It was reported that the 7700 fluorostar system had no image and spots on the image. Also, the control panel and wheel covers were damaged. The printer was not operating correctly. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable connector was repaired. The control panel and wheel covers were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.